Event description:
A report was received that the patient was having a paddle lead explanted. During the explant procedure, a contact dislodged from the paddle lead and could not be retrieved from the patient.

Manufacturer narrative:
A returned product analysis indicated that visual inspection of the returned paddle lead showed that both pigtails were cut and the proximal ends were not returned. Electrodes #13, 14 and 16 are missing. Electrodes #4 and #12 are completely dislodged from paddle end, but are still attached at the cable. The damages to the lead are consistent with damages, which occur during explant procedure.

Event description:
A report was received that the patient was having a paddle lead explanted. During the explant procedure, a contact dislodged from the paddle lead and could not be retrieved from the patient.